Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between the sensor glucose and blood glucose value and received change sensor and sensor updating alerts. The event involved product(s) mmt-7040d2. The customer also experienced hyperglycemia that persisted for more than four (4) hours, which was treated with a bolus delivered through the insulin pump. Troubleshooting was performed, and it was determined that the discrepancy between the sensor glucose value of 150 mg/dl and the corresponding blood glucose value of 360 mg/dl exceeded the acceptable range. The customer further reported that insulin delivery was not suspended during this period. The customer was informed that sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for a hyperglycemia event, and it was found that the customer was using the insulin pump system within 48 hours of the reported event and had the auto mode/smartguard feature enabled at the time of the event. No further patient complications were reported. No product return was required for mmt-7040d2.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.